Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned photos of 3/10cc syringes. Customer states that a needle hub was detached with the shield. The photos were observed and exhibited a syringe with the hub-needle/shield assembly separated from the barrel and one syringe with a deformed stopper in the barrel. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for needle hub separates and stopper damaged/disfigured due to unknown lot number. Conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: a visual evaluation of photo found (1) syringe with a large gap between the barrel roof and the hub flange. (1) syringe with no obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had the hub separate from the device/deformed stopper. This event occurred 2 times. The following information was provided by the initial reporter: the customer noticed ¿the needle hub was detached with the shield."